Event description:
It was reported that when the cot was removed from the ambulance it began to collapse. Reportedly, one of the emt's tried to keep the cot from collapsing which caused it to tip over with the pt on it. The pt allegedly sustained a broken arm.